Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and non-calcified vein. A 4.5-4/4t/40 symmetry balloon catheter was advanced for pre-dilatation. However, upon the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.